Manufacturer narrative:
One truepass suture passer w/self-capture feature was returned for evaluation. Visual assessment of the device showed no abnormalities. Device was tested with a truepass needle, ultrabraid suture and synthetic cuff material. The needle picked up the suture and was captured by the self-capture mechanism on five consecutive passes. This investigation could not identify any evidence of product contribution to the reported complaint. A review of the (B)(6) database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified four additional complaints for this manufactured lot.

Event description:
It was reported that during the procedure the needle was broken. No broken piece remains in the patient. No patient injury reported.